Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03mar2020.

Event description:
The customer reported error blower temperature high. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
G4: 10mar2020. B4: (B)(6)2020. The manufacturer¿s international service technician could not confirm the reported issue. The blower temperature high error was unable to be confirmed by operational check. The manufacturer¿s international service technician replaced the blower to prevent recurrence. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jul2020. B4: 16jul2020. The blower motor assembly was returned to failure investigation (fi) for evaluation. No visual anomalies were noted. Install returned blower assembly into known good test ventilator unit. Boot unit in normal operation mode and check for alarms and errors. The ventilator remained operational with no errors detected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.